Event description:
A patient reported blood glucose results of "244 and 185 mg/dl" with a lifescan meter and "144 and 95 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips and control solution are being replaced for further testing of the meter.